Manufacturer narrative:
Eval result: brake cam.

Event description:
It was reported by service report that the brakes weren't holding. It is unk if there was pt involvement or if there are adverse consequences to report.